Manufacturer narrative:
Device passed displacement test. Hardware low level failures (variable 3) was present in the pump trace download and hardware low level failures (variable 3) alarmed during selftest due to broken trace at pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to pump error 63.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had audio error also hardware low level failures alarm. Customer's blood glucose value was unknown at the time of the incident. Customer stated they did hear beeps when audio volume settings were saved also did not hear the differences between the two audio beep volumes. Customer was able to successfully clear the alarm also able to complete pump rewind. Customer stated self test did not passed. The device will return for analysis.